Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that they changed the sample diluent after running the original sample. The customer inadvertently put on reagent probe cleaner instead of sample diluent. Upon the ccc specialist's recommendations, the customer removed the sample diluent cap assembly, rinsed and dried the cap assembly, installed a new bottle of sample diluent, performed priming, and installed a new sensor. The customer performed conditioning and ran dilution check and quality controls, which were acceptable. The cause of the discordant, falsely elevated k result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer processed a patient sample for potassium (k) on a dimension exl 200 instrument, which resulted low. The initial result was reported to the physician(s). A new sample was obtained from the patient and was tested on the same instrument, resulting falsely elevated. The discordant result was reported to the physician(s), who questioned it. The new sample draw was repeated twice on the same instrument, also resulting elevated. Both samples were repeated on the same instrument. The original sample resulted low and matched the initial result, while the new sample draw was falsely elevated. No corrected reports were provided to the physician(s). There are no reports of patient intervention or adverse health consequence(s) due to the discordant, falsely elevated k results.